Event description:
I was ran over in 2007 and I shattered my hip and femur. I am experiencing every symptoms of metal poisoning. All the dr I have will not address my problems, they are just treating my symptoms. I just want to find the right person to listen to me and not think I'm crazy. I've tried everything even begging, only to the subject being changed. My # is (B)(6). Please call me and help me get better. Thank you. Thyroid is messing up, nervous ticks, foggy brain, ringing in my ears, bladder problems. My teeth have been falling out, and breaking off at the gums, my leg hurts and it stays hot. Mentally I'm now acting bipolar, seizures, losing my vision, and more. Constant acid reflux.